Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown bio-intrafix. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown rigidfix cross pin. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
This report is being filed after the review of the following journal article: antonio maestro et al, 2012, ¿acl reconstruction with single tibial tunnel: single versus double bundle", j knee surg; 25, page no 237¿244, spain. The study emphasizes on evaluating the clinical behavior and level of stability of patients treated to repair a ruptured acl using either single or double bundle techniques with a single tibial tunnel. The patients evaluated on course of this study: 35 patients with a ruptured acl treated using a db technique with a single tibial tunnel (db- 3t) was studied and followed for at least 2 years. A control group of 36 nonconcurrent patients in which the ruptured acl was repaired using the conventional sb technique was selected. Patients with concomitant ligament, or severe meniscal or chondral lesions were also excluded. Delay between injury and ligament reconstruction was similar for both groups, at around 3 weeks: 22.08 days in the db-3t group compared with 25.16 days in the sb group. Cases with more severe meniscal or chondral lesions were excluded from the study. The db-3t group consisted of 23 men and 12 women with an average age of 22 years 11 months, while the sb group included 28 men and 8 women with an average age of 26 years 9 months. The article describes the following procedure: the techniques used in all cases included acl reconstruction through autologous hamstring tendons (gracilis and semitendinosus) with identical approaches. The devices involved were: rigidfix acl cross pin device was used for femoral fixation and intrafix was used for tibial fixation systems. Complications mentioned in the article were: cyclops syndrome and repetitive effusion (1 case each) were observed in the double bundle group. 1 case of extra- articular infection with positive culture staphylococcus aureus) in the donor area and one case of repetitive effusion. From the review of the article, it could be concluded that the rigidfix acl cross pin and intrafix devices mentioned above could be involved in repetitive effusion.